Event description:
It was reported that the pump exhibited error alarm when turned on. No patient injury or involvement was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection the top case and the right plunger case was cracked. A review of the event history log (ehl) identified configuration invalid. During the functional testing the reported issue was able to be duplicated. The root cause of the issue was due to the customer powered down the pump while the pump was performing a software upload from base to head. Applied software update. Performed power up process, preventative maintenance and all functional tests which passed.